Event description:
Related manufacturer report number: 3006705815-2022-00069. It was reported that during implantation procedure on (B)(6) 2021 the patient had an episode of bradycardia with a heart rate of 28. The patient was flipped, and an airway established which restabilized the patient. The leads were removed, and the incision sites irrigated and closed. Nothing was implanted in the patient and the patient will follow up with a cardiologist for further testing.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.